Event description:
The user facility reported that the introducer guide did not pass through, and the puncture needle fractures, therefore it was necessary to open another introducer to use a guide. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: requested, not provided. D6b: explanted date: requested, not provided. E3: occupation: others. The actual sample was discarded by the involved facility. Since no actual sample was returned, detailed investigation was not possible. The manufacturing record and the product inspection record of the actual product found no anomaly. In the past three years, no event that "metal needle fractured" have not received. No anomaly was found in the manufacturing records, and the actual sample could not be investigated. In addition, since the details of procedure and the details of damaged state of the actual product were unknown, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: "do not use if the unit package or the product has been damaged or soiled." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.